Manufacturer narrative:
Concomitant medical product: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pocket stimulation from the left ventricular (lv) lead. The caller questioned if the lead might have pulled back and be stimulating the pectoral muscle. Reprogramming the lead resolved the stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.